Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. The physician doesn't suspect device malfunction but returned the device for analysis. In (B)(6) 2014 follow up, the device was functioning normal and all leads measurements were normal with no alerts or issues. The patient overdosed on drugs and had some ventricular tachycardia (vt).

Manufacturer narrative:
The device was tested on the bench using automated testing equipment, and no anomalies were found.